Event description:
Complainant alleged that while attempting to treat a pt, the device displayed "poor pad contact" and "check pads" messages. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp evaluated the device and the reported malfunction was not replicated or confirmed. In addition, preliminary testing of the electrodes used during the event with the device was unable to replicate the reported malfunction. The device was returned to the customer. The electrodes were sent out to zoll medical's electrode division for further analysis.